Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were feeling nauseous, sick to their stomach and lightheaded. The onset of those symptoms occurred after increasing stimulation from 1.2 to 1.3. It was noted they turned stimulation back down to 1.2. This resolved the reported symptoms and the patient felt better. It was stated that there were no traumas or falls related to the issue. It was noted that the symptoms were sudden. The patient was educated that as they were getting 50% relief that they didn¿t need to keep increasing stimulation. The patient was in an advanced evaluation which started on (B)(6) 2016. Additional information received reported the patient had noticed some brown discharge coming out of their incision site. It was noted this drainage was at the point of the entry of the right lead. The patient stated they gave them a strong antibiotic and pain killers. It was noted the patient took the pain killer for 2-3 days and then forgot to keep taking the antibiotic. The patient started taking the antibiotic about 3 days ago and the drainage had improved. It was noted the trial was scheduled to be over on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.